Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during patient use, the trend graph was not showing up on the display of a ventilator. An error was then recorded in the diagnostic log. There was no report of patient harm as a result of this event.

Manufacturer narrative:
(B)(4).the universal serial bus (usb) was received for investigation. Visual inspection found no anomalies. Functional tests found errors, and the customer reported malfunction was verified.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.